Manufacturer narrative:
During the quality investigation testing, overheating was not duplicated. However, further investigation revealed corrosion within the bearings and other component parts. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair because it was running on its own without activation. There was no pt involvement; no adverse consequence was associated with the event.